Event description:
Rptr purchased a "sonic toothbrush". The night after its first use, rptr developed a fever of 103 degrees, a swollen (infected) lip. He went to the emergency ward & was hospitalized for sepsis, due to the infection. His systolic pressure had dropped from 140 to 85. As a kidney pt, he was taken to dialysis & with the low pressure, his fistula collapsed, permantly, requiring more surgery to establish new access. Three days later, and this was followed with a swollen lip again. Rptr has never had a swollen lip or this type of infection previously.